Event description:
The pacing thresholds for this lead were >3.5v at implant. At that time no action was taken and this lead was, and still is, implanted. Should additional information become available, this event will be updated. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.